Event description:
It was reported by the customer via emergency support program line, that cs300 had an alarm gas loss in iab circuit. There were no patient harm or injury was reported.

Manufacturer narrative:
Due to character limit: e1 (event site name): (B)(6). A supplemental report will be submitted upon completion of our investigation.